Manufacturer narrative:
Clinical review: on (B)(6) 2021 fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an unspecified serious infection which precipitated a transition to hemodialysis (hd). The patient also reported their blood pressure was uncontrolled during this time. Subsequent attempts to obtain additional information (e.g., patient demographics, causality) have thus far proven unsuccessful. Based on the limited follow-up information available, the patient¿s unknown liberty cycler and fmc cassette are disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. Additionally, it remains unconfirmed if the patient was utilizing a fresenius device(s) and/or product(s) when the events occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection and their blood pressure was not under control. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: g.1. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No sap shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available. The complaint sample is not available for evaluation and no device history record review was performed since the lot number is unknown and no information was found on the sap system. The alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a customer experience survey a patient reported they had to discontinue peritoneal dialysis (pd) therapy because they experienced a serious infection and their blood pressure was not under control. Additional information was requested, however to date has not been provided.